Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed as the system controller was not returned for analysis, and the alarms were not observed in the submitted log file. The submitted log file contained approximately 4 hours of data ((B)(6) 2021 from 06:13:16 ¿ 10:29:15 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without any issues throughout the log file. Additional information provided stated that the power cable disconnect alarms resolved after exchanging the system controller. It was also stated that the system controller would be returned for evaluation; however, to date the controller has not been received by abbott. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02apr2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) including, power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cable disconnect alarms resolved with the controller exchange.

Event description:
It was reported that the patient had multiple power cable disconnect alarms when fully connected to battery. It occurred on both the mobile power unit (mpu) and batteries. It was believed there may be a broken wire in the patient's white power cable. Review of the log file showed quite a few pi (pulsatility index) events so the data capture was only about 4 hours long. There were some power cable disconnects, but they were associated with a power source change from mpu to battery. The event log files from (B)(6) 2021 did not capture any unusual power cable disconnects. The patient's system controller was exchanged.